Event description:
Customer reports meter wouldn't come on. He states he was having low blood glucose symptoms, and wanted to test. Customer self treated but did not start feeling better. Customer called fire department, they tested his blood glucose with results of 35mg/dl, and gave him a sugar pill. Customer states they left an hour later and his blood glucose was 84mg/dl. No controls were run. A request was made for return of the suspect product and a replacement was sent.